Manufacturer narrative:
As reported, the 6f/7f mynxgrip vascular closure device (vcd) was used and the bleeding was unable to stop within one minute. There was no reported patient injury. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f was returned. Per visual analysis, the shuttle was engaged to the black handle, the syringe was connected to the device with the stopcock open, and the procedural sheath was observed to have been on the device fully retracted. The sealant and advancer tube were not returned with the device. The condition of the returned device indicates a complete removal of the device. The device was inspected for anomalies which may have contributed to the reported incident. No anomalies were observed. Per functional analysis, the sealant and advancer tube were not returned; therefore, a complete investigation could not be conducted. Leak testing was performed on the balloon of the returned device. The balloon was inflated with water, and pressure was maintained. A product history record (phr) review of lot f1918902 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported¿ failure to achieve hemostasis¿ was not confirmed during analysis of the returned device due to the condition in which the device was received. The sealant and advancer tube were not returned with the device, and therefore a complete physical investigation could not be performed. The exact cause of the reported event could not be conclusively determined. Patient factors, pharmacological factors and/or handling factors of the device may have contributed to the reported event. Failing to achieve hemostasis immediately after vascular closure after a catheterization procedure are a common procedural complication and are listed in the product¿s instructions for use (IFU) as such. This event is frequently related to stick technique, anticoagulation, blood pressure, adequate sheath/device removal technique and the patient's compliance to decrease mobility of the limb affected in order to promote coagulation. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the 6f/7f mynx grip vascular closure device (vcd) was used and the bleeding was unable to stop within one minute. There was no reported patient injury. The device is expected to be returned for evaluation.